Event description:
While attempting to open a thyroid drape onto the sterile field the package did not peel correctly. The top part of the drape split on itself. Drape did not reach sterile field. No patient involved.